Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was painful, red, swollen with pus coming out, the blood glucose (bg) levels rose up to 24.8 mmol/l (446.4 mg/dl) and experienced headache and tiredness. The patient visited the emergency room (ER) advised by her house doctor, where was diagnosed with a cellulitis infection, was placed on an intravenous (IV) bag of insulin and blood test were performed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.